Event description:
Surgeon reported a fracture along the shaft of the proximal component, discovered in an intra-op x-ray. He decided to leave the implant in place. The fracture is questionable. The surgeon has not been able to confirm that the implant is indeed fractured.